Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that customer received the following results on the mobile system within 6 minutes: 28.4 mmol/l and 13.0 mmol/l. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.